Event description:
The device was returned for unknown issues due to log files not able to be pulled. Upon testing, the device would alarmed after the air compressor was on for too long during startup. After reviewing the log files, all errors observed are consistent with a failed air compressor. Device was investigated internally and no additional damage was identified.

Event description:
The following has been reported: pump (B)(6) has a pump problem alarm, it has been properly cleaned and restarted, still has alarm. No reports of patient harm or stopped infusions. A preliminary review identified the following issue: fresenius kabi is submitting a conservative report for a pneumatic valve leak (valve 1), as the log review shows a possible issue but the flow control logs are incomplete. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.